Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received information that a 29mm 7300tfxj mitral pericardial valve, implanted approximately eight (8) years and eight (8) months, was explanted due to mitral regurgitation secondary to structural valve deterioration. The device was explanted and replaced with a 27mm non-edwards valve with no patient adverse events reported. The patient status was reported as under treatment. The device was not returned for evaluation due to infection. Type and source of infection were not reported. There was no allegation of device malfunction. The device was originally implanted for mitral valve replacement to correct infective endocarditis in replacement of an existing 5200m34 ring.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.